Event description:
On 12/23/2022, it was reported by a facility representative via sems that an ar-8330h shaver handpiece got too hot when in use. No case involvement. Additional information has been requested. On 2/8/2023, the facility representative stated the following information via email: they did reach out to the users of the item but did not get any further information. Additional information has been requested. On 2/10/2023, the facility representative confirmed via phone that no staff or patient at the facility was harmed or injured during this event.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.